Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Customer reported bravo ph capsule would not pair with the bravo recorder. Tech support had the customer press the supine button 6 times rapidly and reset by powering off and on the recorder. The device would still not pair. A repeat procedure would need to be scheduled. Physician may not place a second capsule.